Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was receiving a low framerate error. The mobile view station (mvs) interface cable was replaced and the system regained functionality. The mvs interface cable has been returned to the manufacturer and is currently under analysis. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was giving a low framerate error. No patient impact.

Manufacturer narrative:
Testing on the interface (umbilical) cable was completed by medtronic personnel. Testing found that the cable had one line exceeding the specified length.